Event description:
The reporter contacted animas on (B)(6) 2014 alleging history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with large ketones, polyuria and nausea. The patient was taken to the emergency room and treated with insulin via injection. Customer support (cs) completed troubleshooting and basal delivery totals in total daily dose match active basal program total and basal history matches the active basal program settings. The boluses are not recorded correctly, there are extra bolus records. This reports is being made due to bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2014. The pump was exercised for 24hrs; no un-programmed boluses were recorded in the pump history during this time. No hypersensitive keys were observed on the keypad. The black box shows on (B)(6) 2014 11:54 a replace cartridge alarm; deliveries resumed when pump was primed at 13:50. On (B)(6) 2014 22:45 an unexplained loss of prime occurred; deliveries resumed at 23:30. Typical usage observed in alarm history. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump was found to be delivering within required range at conclusion of delivery accuracy testing. Investigators were unable to duplicate complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).